Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the hose from the oxygen (o2) manifold on the stand was broken. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) provided the customer with the part number of the replacement o2 transport kit to order for repair.

Manufacturer narrative:
Per good faith effort (gfe) response, the replacement o2 transport kit was installed, and the device was returned to service.